Event description:
During baxter's eval of a spectrum pump, the device alarmed for system error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the system error 105 caused by a dislodged component on input/output printed circuit board. The input/output printed circuit board was replaced.